Event description:
It was reported that the patient had her acticon removed and replaced for unknown reasons. Attempts to find the reason for surgery have been unsuccessful. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device: balloon. Pump, catalog # 72402287, serial number (B)(4), expiration date: 11/09/2015, date implanted: (B)(6) 2011, manufacturer date: 11/2010, cuff, catalog #681287008, expiration date: 11/09/2015, date implanted: (B)(6) 2011, manufacturer date: 11/2010, cuff, catalog # 72401956. Serial number (B)(4), expiration date: 06/15/2015, date implanted: (B)(6) 2012, manufacture date: 06/2010. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.